Event description:
It was reported a patient underwent a c-section on (B)(6) 2023 and suture was used. The needle tip was found missing during sewing. The surgeon opened the sewn area and visually looked for the broken tip but not found in the patient's body. The surgeon used suture for uterine tissue sewing in a continuous suturing manner (the specific sewing tissue level was unknown). During sewing, the needle tip broke (the specific length of the broken part of the needle was unknown). The surgeon immediately removed the suture at the sewing site and visually looked for the broken needle tip. No broken needle tip was found in the patient's body. A new suture (with specific product information unknown) was used for tissue sewing. The subsequent operation went smoothly. The broken needle tip was not found finally. Currently, this event did not cause harm to the patient, and no subsequent adverse event report was received. Additional information has been requested.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Received information as following from sales rep via phone today. After investigation, the patient was a female of unknown age who underwent cesarean section in hospital on (B)(6) 2023. The surgeon used vcp1359h for uterine tissue sewing in a continuous suturing manner (the specific sewing tissue level was unknown). During sewing, the needle tip broke (the specific length of the broken part of the needle was unknown). The surgeon immediately removed the suture at the sewing site and visually looked for the broken needle tip. No broken needle tip was found in the patient's body. A new suture (with specific product information unknown) was used for tissue sewing. The subsequent operation went smoothly. The broken needle tip was not found finally. Currently, this event did not cause harm to the patient, and no subsequent adverse event report was received. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.